Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that has a damaged battery. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm that occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.